Event description:
Additional information received reported that the patient experienced a lack of effect when standing. It was noted that the patient was seen on 201 (B)(6) for reprogramming. It was noted that impedance testing and reprogramming was performed. It was noted that the patient needed more stimulation in the standing position and slight adjustments to the programs were made. It was noted that the amplitudes were increase at that time to accommodate for the perception of a lack of stimulation when standing. It was noted that there were no malfunctions seen; the patient only needed a reprogramming. It was noted that the patient was doing well and was receiving effective therapy.

Event description:
It was reported that the patient had a loss of therapeutic effect. It was noted that ¿it was not working when the patient stood up.¿ the patient normally felt it around 6 but could not feel it at 9 when the patient stood up, but it still worked when the patient lay down. It was noted that this started about a month ago and during that time, the patient had knee surgery so the patient was in rehab. It was noted that the patient was ¿all charged up¿ and it was just when the patient stood upright that it ¿was not working.¿ it was noted that the patient did not want to switch programs and change settings because, the caller ¿did not want to mess anything up.¿ it was noted that the caller was in a lot of pain. It was noted that the patient had an appointment with the manufacturer representative in five days. Additional information had been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID 37746, serial# (B)(4); product type programmer, patient product ID 3776-75, serial# (B)(4), implanted: 2012 (B)(6); product type lead product ID 3776-75, serial# (B)(4), implanted: 2012 (B)(6); product type lead product ID 37754, serial# (B)(4); product type recharger. (B)(4).